Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. Blood glucose was unknown. Customer reported that the insulin pump made a strange noise, like a whistle. Customer reported that insulin pump does not deliver insulin correctly. Customer changed battery, performed reset, and changed infusion sets, but the issue was not solved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self-test, rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly. Unit audio/beep/vibrate properly and anomaly noted during testing.